Manufacturer narrative:
(B)(4).batch # t5cl9v. Device analysis: the analysis results found that the cdh29p device was received with significant weld separations ¿ no weld at battery and rotation knob locations. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples and a washer and the device was functional with manipulation. Fired as intended, completely cut tissue and washer and formed conforming staples. Noted the anvil gap was > 0¿. There were no issues removing the test skin from the device. In addition, intermittent firing. Device would not reset or fire until shaft manipulated. The root cause was found to be a broken casing tab that allowed the flex circuit to migrate out of proper position. This issue would not have created the reported pi. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch#:unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
The procedure was a colostomy takedown with difficult dissection. The physician¿s assistant (pa) fired the device. It fired properly with no issues. Two revolutions were used to open the device, the device was rotated back and forth as normal, however, the device did not release. The pa opened another half to three-quarters of a turn and the device still was unable to be removed. The surgeon then went below, opened the device approximately another half to three-quarters turn, and the anvil popped off. A leak test was performed with the anvil still in the colon; the colon was clamped off to prevent proximal movement of the anvil. There were no leaks and no bleeding. The green range of the indicator was located between the middle and bottom line. There were 2.5 total 360-degree revolutions before the surgeon went below. It was at least 3 full turns when we saw the detachable head come off and go into the proximal colon. There was no difficulty removing the device after the anvil detached. It was a tight fit when removing the anvil but was able to be removed from the patient transanally without issues. There were no patient consequences.